Event description:
It was reported that during an unspecified procedure, the tip of the maverick monorail balloon came off. The physician was attempting to retract the maverick2 monorail balloon catheter back into the sheath, however, resistance was encountered. The distal tip of the maverick2 monorail came off. No patient injuries or complications were reported. Patient status is listed as "okay."